Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The pt's blood glucose results were 300, 47 and 200 mg/dl. Tests were done within 10 mins with a difference of 82%. Pt's meter codes do not match test strip codes. Pt did not experience any adverse events. No further info has been reported.